Manufacturer narrative:
(B)(6).

Event description:
It was reported that this patient with a newly implanted cardiac resynchronization therapy defibrillator (crt-d) system was suspected of exhibiting an infection. Recently, the entire system was explanted to resolve the event, and the patient is continuing antibiotic treatment with an external life vest prior to a replacement implant procedure. No additional adverse patient effects were reported. The system is retained at the healthcare facility and is not expected to be returned for analysis.

Manufacturer narrative:
E1: initial reporter phone number is longer than the character limit: (B)(6).

Event description:
It was reported that this patient with a newly implanted cardiac resynchronization therapy defibrillator (crt-d) system was suspected of exhibiting an infection. A surgical replacement procedure is anticipated to resolve the event, but it has not yet occurred. At this time, this crt-d system remains implanted and in-service. No additional adverse patient effects were reported.